Event description:
Pt stated some of his needles are defective, some needles were missing and some were loose. Inject four times a day as directed. Diagnosis for use: diabetes. Therapy dates: (B)(6) 2011 to present.